Manufacturer narrative:
The device involved in this event has not been returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately six (6) years post initial procedure, a type 3b endoleak of the suprarenal extension was reported. The physician elected to perform an open repair and explant the devices. The patient was reported as doing well. This patient has a another reported event of a type 3a endoleak. Reported under, mrn 2031527-2020-00173, endologix ref (B)(4).

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately six (6) years post initial procedure, a type 3b endoleak of the suprarenal extension was reported. The physician elected to perform an open repair and explant the devices. The patient was reported as doing well. This patient has another reported event of a type 3a endoleak. Reported under 08762/20, mrn 2031527-2020-00173, endologix ref. (B)(4). Additional information received during clinical assessment confirming that a significant aneurysm enlargement (20mm), a type ii endoleak, and a type iiia endoleak were also present at the time of the reported event.

Manufacturer narrative:
An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows a type iiib endoleak of the suprarenal proximal extension and surgical conversion. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest aneurysm sac growth (of 20mm), a type ii endoleak of the lumbar artery, and a type iiia endoleak of the infrarenal and suprarenal proximal extensions occurred that were not included in the event as reported. These findings were discovered during an examination of the 62-moth post CT (computed tomography) scan. Procedure-related harms of this event could not be determined with the medical records available for review. During the investigation and with the information available, the type iiib endoleak was determined to most likely be device-related due to use of strata material. Endologix also found reasonable evidence to suggest the device was used off-label due to the infrarenal angulation of 61 degrees (IFU requirement less than or equal to 60 degrees) and a short neck of 5mm (requirement is greater than or equal to 15mm) at the index case. The final patient status was reported to be doing well. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. Corrections to g4, h6: h6 result code; remove 3233. H6 conclusion code; remove 11.